Event description:
It was reported that during a routine follow-up the shock lead impedances measured 121 ohms. Technical services (ts) reviewed lead trends, and it appears there is a gradual increase with current values in between 100-125 ohms. Ts provided troubleshooting options. At time, the lead remains in service. No adverse patient effects were reported.